Event description:
During an inspection procedure, the customer reported that the device charge button had an intermittent operation. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported intermittent failure of the charge button. Physio observed proper device operation through functional and performance testing. Hence, a conclusive cause of the reported event could not be determined.

Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.